Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient stated that she was feeling very tired. Drainage was noted from the patient's driveline. It was also noted that the patient had a urinary tract infection (uti) and hematuria. Pan cultures were done on the patient and antibiotics were administered. The patient's inr was noted at 3.4, but hemoglobin was at 10. The patient was admitted into the hospital. An echo was performed and indicated that the patient's ejection fraction (ef) was at 5%. Per additional information received from the vad coordinator, nothing had grown on the cultures, so the patient was discharged to home and given antibiotics. The patient's pump speed was also increased to help with the unloading. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.